Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp), customer called for assistance troubleshooting issue. The pump went into standby but just won¿t turn back on.¿ the pump was not in standby at the time of the call; it was on the initial therapy screen. Alarm history log printout shows no vital alarms (augmentation below set limit). Verified all connections were correct and secure and had already attempted rebooting the console. The console was on the initial startup screen; customer stated ¿it won¿t let me press start, almost like the screen is frozen.¿ switched out to a different console and changed successfully which resolved the issue.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) could not duplicate autofll error unit was able to autofll and cycle @100bpm with a simulator and balloon catheter upon arrival without any errors . Inspected unit for blood and replaced pim module ( 0997-00-1178) as precaution since unit had a reported balloon rupture and performed full calibration. During calibration replaced drive regulator (0103-00-0633) as vacuum reading was unstable. Additionally cycled pump on balloon catheter and simulator for an hour. Performed several autofll's and cycled pump from ECG , bp & internal triggers without any errors. Unit passes all functional checks and is ready for patient use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp), customer called for assistance troubleshooting issue. The pump went into standby but just won¿t turn back on.¿ the pump was not in standby at the time of the call; it was on the initial therapy screen. Alarm history log printout shows no vital alarms (augmentation below set limit). Verified all connections were correct and secure and had already attempted rebooting the console. The console was on the initial startup screen; customer stated ¿it won¿t let me press start, almost like the screen is frozen.¿ switched out to a different console and changed successfully which resolved the issue. There was no patient harm reported.